Event description:
Device appears to oversense t-waves following a ventricular pace on current egm (electrogram) and episode number 21. Does not appear to affect device function. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).